Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(4) 2012, product type: catheter. (B)(4).

Event description:
A healthcare professional reported that they were performing an MRI to check to see if the catheter was ¿plugged¿. They had little detail. The medication infused was unknown.